Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, wear abrasion and deformation. Observed 40 mm dark patch edge material inside gel device. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The unit is not rupture.

Event description:
Device has been explanted and replaced.